Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that during service evaluation the device presented the following problems: vacuum motor defective, dc port broken, battery defective and the device failed blockage and leak test. Therefore the device was not able to generate and control negative pressure and battery cannot be recharged. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported and the device. A visual inspection was performed and showed no damage to the device. The functional evaluation found that the battery is defective and the device cannot generate and control negative pressure, due to it failing the blockage and leak test. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.